Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event for high lead impedance was confirmed. The cause of high lead impedance was due to fibrosis/tissue on and around the ring electrode and calcification of the ring electrode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high pacing impedance and it was discovered that the lead was fractured. The lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.